Event description:
It was reported that, "pt's knee was revised for instability. When knee was exposed, it was noted that the insert (ps) post was broken and "floating" in joint space."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info has been requested. Should device become available, the eval summary will be submitted in a supplemental report.